Event description:
It was reported that when the device was used during a right upper lobectomy procedure, one side of the staple cartridge formed correctly and the other side did not form. The proceudre was completed with handsewing. There was no additional pt consequence reported.